Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received four leads with the same lot number. It was reported, the pt stated, she did not have effective stimulation since the implant. It was reported, the pt had stopped using the stimulation and wanted to have the scs system explanted.